Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a trial patient regarding an external neurostimulator (ens) for urgency frequency. Patient stated that her lead has moved but she is not sure if it has become completely detached. No further complications were reported.